Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Pro precision clean heads [...] Sliding/vibrating off my toothbrush - oral-b [device breakage]. Case narrative: male consumer via e-mail reported that the oral-b precision clean toothbrush head slid/vibrated off his oral-b toothbrush handles. No injury was reported.